Manufacturer narrative:
(B)(4). This is report 1 of 5 involved in this peritonitis event. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was related to poor aseptic technique. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. A batch review was performed for the potentially associated lot numbers ( h10i29081, h10i01056, h10j06021), with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow-up call for an unrelated alarm (B)(4), the peritoneal dialysis (pd) nurse reported the patient was diagnosed with staphylococcus epidermidis peritonitis on (B)(6) 2011. The patient was not hospitalized and was treated with antibiotics. There was no exit site or tunnel infection. An effluent sample was taken prior to the start of antibiotics, but results were not available. A gram stain was performed, results not available. The patient began pd therapy three years ago. The pd solution was not considered suspect and was not stopped due to the peritonitis. The patient's transfer set was replaced. The nurse stated the cause of the peritonitis was due to a break in aseptic technique and the patient has been retrained. The peritonitis is ongoing and improved.